Event description:
It was reported that the patient complained of palpitations and experienced intermittent diaphragmatic stimulation from their left ventricular (lv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.